Event description:
The customer reported that after being powered on for some time the device shuts down, chirps and the ready for use indicator (rfu) displays red x. The customer also felt that the device was overheating. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that after being powered on for some time the device shuts down, chirps and the ready for use indicator (rfu) displays red x. The customer also felt that the device was overheating. There was no report of pt involvement or adverse pt impact. The device was evaluated by the philips customer repair center (crc). The crc confirmed that the device would intermittently fail to power on, displaying red x in the rfu, while the fan remained on. The processor pca was found to have been the cause of this malfunction. Philips replaced the processor pca to resolve the reported issue. The device passed testing and was returned to the customer.